Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the cause of the event could not be established. The instruction manual states that a b30 error is an error which occurs due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease, dust and lint, to the electrical contact of the scope connector. However, since the product was not returned to a repair site, and the phenomenon was resolved with troubleshooting, it is not possible to confirm whether there was electrical contact issue(s). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display b30 scope communication error. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer about the reported issue. The customer denied troubleshooting and requested to have a field service engineer (fse) dispatched to troubleshoot. A follow up was made and the customer confirmed that the issue was resolved by simple trouble shooting. The customer concluded that the issue was related to an operator error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.